Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having a problem with the implantable neurostimulator. This problem was clarified to mean that when she turns the implantable neurostimulator on, she gets spasms in her lower right side of her back and it goes around to the left side of her abdomen. If she turned the stimulation down to low, the spasm will stop, but the other pain will start and then she has trouble walking. The patient was on program 1 at 3.20 volts and the patient changed to program 2 at 2.70 volts and she was still feeling the spasms. The patient confirmed that she has not had any falls or trauma associated with the event. The patient indicated that this had began about a week prior to the report, confirmed as october of 2018. There were no further complications reported.